Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm, on (B)(6) 2024. On (B)(6) 2024, around 330am, the patient was sleeping, and his friends heard his dexcom alarm, displaying a ¿brief sensor issue, wait for three hours¿. The patient¿s friends also discovered at this time that the patient was in and out of consciousness and non-coherent. Emergency medical services (ems) was called and once ems arrived, the patient was treated with an unspecified intravenous (IV) fluid. It was not reported what the patient¿s blood glucose (bg) meter reading was prior to treatment. At an unspecified time after treatment, the patient regained consciousness and his bg meter reading was 154 mgdl while the continuous glucose monitor (cgm) was still in an error state. The patient did not insert a new sensor and remained at home. Performance data was reviewed. The allegation was confirmed due to the finding of "no readings", "sensor error" or "brief sensor issue". The probable cause could not be determined. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: medical device problem code: 3191 appropriate term/code not available for no readings", "sensor error" or "brief sensor issue.